Event description:
It was reported that the patient experienced burn and bubbled skin after using the spinal cord stimulator (scs) charging system while sleeping. No further information could be obtained despite good faith efforts.